Manufacturer narrative:
Date rec¿d by MFR: 16dec2018. The customer declined repairs. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit had an indicator failure. There was no patient involvement. The event date was not specified; estimate used.